Event description:
It was reported that during an implant attempt, when the atrial and ventricular leads were implanted and tested there was lead failure. Different leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).